Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that he had 2 implants, one gave him real long, very good charge, but his most recent one got a complete charge yesterday, but it was now down to ¾. The patient reported that it took better than 4 hours to charge up, he charged them simultaneously. The patient also reported being in more pain since meeting with a manufacturer¿s representative (rep) on the day prior to the report. The patient reported that he had an appointment on (B)(6) 2018, but couldn't meet with the rep until 11 on (B)(6) 2018. The patient was upset that his ins depleted too quickly. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that they were working on the programming. Patient's weight information was provided. No further complications were reported/anticipated.